Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 20s mg/dl. The customer was taken to the emergency room (ER) and was admitted to the hospital. The customer's doctors believed that an ongoing infection was the cause of the low bg. (The infection existed prior to pump therapy.)the customer also thought that due to delivering boluses prior to the ER visit was a cause of the low bg. The customer was treated with antibiotics and intravenous fluids. The customer was discharged the next day with the bg stable (90-200 mg/dl). The customer reverted to using another method of insulin therapy.